Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) could not be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: a patient developed blue hand vs hematoma following cardiac catheterization procedure. The complication was not noticed until approximately one-hour post-procedure, prior to any air being removed from the band. The tr band was removed, coban applied, and manual pressure held. The patient recovered without further incident. There was no blood loss. Additional information was received on 14jan2026: it is unknown how many ml's of air was injected into the tr band when it was applied. It is unknown if the tr band was noted to be losing air. It is unknown if there was any noticeable damage to the device. It is unknown if there were other devices used in the access site. Hemostasis was initially achieved using the tr band. It is unknown if there were distal pulses present, diminished, or absent. The flow to the hand was treated successfully by coban dressing, and manual pressure. The patient was stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. B3: date of event: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rn. H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.